Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient fell and was not feeling stimulation in the right side like he was prior to the fall. The patient wanted to meet with the manufacturer representative to make additional programming changes. The consumer stated he decreased stimulation on the laydown lateral from 7.8 to 7.2 which didn¿t seem to help the patient at all. The consumer explained that the patient was having unbearable heat sensation on the right foot and it felt like his foot was burning. The burning was worse at night and kept the patient from sleeping and they constantly soaked the foot in water to ease the pain from the burning. It was noted that the skin of the foot did not feel hot and that right foot was more swollen. The change in therapy or symptoms was considered gradual. The patient was going to follow-up with the healthcare provider. The indication for use was non-malignant pain.